Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the suture broke when it was being passed through the tissue. There was no adverse patient consequence reported. No additional information was provided.